Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. According to the complainant, during the procedure, the clip did not detach from the catheter. The procedure was completed with a competitor's hemostasis clip. No patient complications were reported as a result of this issue and the patient was reported as "fine" following the procedure. Refer to associated manufacturer report #3005099803-2008-00548 for a description of the first event.

Manufacturer narrative:
The lot number was not provided by the user; therefore, the device manufacturer date is unknown. The suspect device has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported malfunction is unknown. The april 2008, 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.